Manufacturer narrative:
No additional information could be obtained after the initial report and the device was not returned to the manufacturer for evaluation. The device history records for all possible lots (1405-1408, 1405-1409, 1405-4051,1405-4053, 1405-1410, 1405-1411) were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to the problem reported. It was reported that after an original bunion surgery on (b)(3) 2018, all hardware was removed in a revision surgery on (B)(6) 2019 for unknown reasons. Although a number of factors could have contributed to the removal of the hardware, the most likely cause cannot be determined due to the limited information provided and the device not being returned. No malfunctions have been alleged with any tmc hardware nor does any information indicate it was a determining factor for performing the revision. However, it should be noted that a non-tmc titanium wedge spacer implanted with the tmc devices was also removed. The instructions for use indicates the following user precautions: "in no circumstances should any combination with other devices of a different brand or make be used." The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after an original bunion surgery on (B)(6) 2018, all hardware was removed in a revision surgery on (B)(6) 2019 for unknown reasons. It should be noted that a non-tmc titanium wedge spacer implanted with the tmc devices was also removed. There was no other report of any patient impact or injury as a result of this event.